Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device was not returned.